Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He opened the roller pump and reseated the display circuit board. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the pumps display went blank. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
During a cardiopulmonary bypass (cpb) procedure on (B)(6) 2018, the roller pump display went blank and the perfusionist was unable to read the flow and tubing size. Because the sucker is an ancillary roller pump, the team was not concerned with the loss of information and opted to not change the roller pump out until after the procedure finished. There was no delay in the continuation of the surgical procedure due to the loss of information. There was no harm or blood loss associated with the event.